Event description:
Following lung transplantation a patient in the ICU was administered noradrenaline through the device. It was noticed that bp was unstable, from 50-100mmhg. An IV pump alarm sounded, alerting the user that a high pressure had developed in the IV line. When the device was removed, the line pressure normalized and the bp stabilized. No patient sequelae were reported.